Event description:
Device report from synthes reports an event in japan as follows: this report is being filed after the review of the following journal article: taniguchi, h., yoshimoto, n., okazaki, k. (2023), awareness of stress concentration points for prevention and management of periprosthetic fractures following plate installation reinforcement: a case report, journal of orthopaedic case reports vol.13 (8), pages 63-68 (japan). This study reports an 84-year-old woman with diabetes mellitus, an elderly-onset rheumatoid arthritis, and a bilateral knee osteoarthritis who had undergone right total knee arthroplasty (tka) 9 years ago (75years old) and left total knee arthroplasty (tka) the next year. She sustained a garden IV right femoral neck fracture due to a fall and underwent ipsilateral hip bipolar hemiarthroplasty (bha) 2 years ago (7 years after right tka). 9 years after the right tka, the patient again suffered a fracture due to a fall, it was a right femoral knee condylar fracture and had a revision total knee arthroplasty (tka) using locking compression plate (lcp) to prevent interprosthetic fractures. Monocortical screws were used for plate fixation to stabilize the plate on the surface of the bone. Only one cerclage positioning pin and one metal cable were installed, and several polyethylene cables were used to bind the lcp to the diaphysis. After 6 months from the revision, the patient again sustained a fracture due to a fall at home. It was an infratrochanteric fracture of her right femur (vancouver type b2) which occurred near the upper edge of the previously installed preventive plate. Owing to her old age, total femoral replacement was considered to be highly invasive and opted for osteosynthesis. Intraoperative findings showed that the bha stem was stable after fracture reduction and was preserved; therefore, osteosynthesis could be completed. An up-side-down plate was installed using a left-side distal femur fixation locking compression plate (lcp) for the right proximal femur. Several polyethylene and metal cables were used to bind the plate and diaphysis. The range of plate fixation was extended from the infratrochanter to the greater trochanter. The patient could get out of bed 3 weeks after this surgery, however, she did not adequately recover her walking ability and was confined to a wheelchair. This report is for an unknown synthes lcp, and unknown synthes left-side distal femur fixation lcp. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g5 ¿ 510k: this report is for an unk - constructs: lcp distal femur lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.